Manufacturer narrative:
It was reported that the stent (est1808f) remained withered after the deployment, therefore, it was removed by forceps out of the patient body. As a result of analysis of returned device, outer sheath wasn't detached. The curves weren't observed on the stent loaded part. The proximal part of stent was expanded, and the blood or body fluids was congealed both stent body and distal part. This part was expanded by force using the hands. Stent cover holes were observed on the proximal part and expanded part by force. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. It is hard to identify the exact root cause since the information was lacked such as the insertion period of stent, the patient's lesions degree etc, and it is hard to reconstruct the situation at the time of procedure. However, based on the description, which was written that "the stent (est1808f) remained withered after the deployment" and the returned fully expanded stent of proximal part, it is considered that the stent was expanded slowly due to the patient lesion's pressure and as a result, the doctor has judged stent expansion fail. Also, based on the congealed stent body by blood or body fluids, it is assumed that the blood or body fluids had been congealed after removing the stent, therefore, it was returned in an unexpanded state when it was returned. It is stated on user manual as follows. 10. Procedure, 5) after stent deployment, c) balloon dilatation inside the stent can be performed on demand. 11. Perform routine post implant procedures, a) a stent may require up to 1 to 3 days to expand fully. In addition, based on the description, which was written that "it was removed by forceps out of the patient body.", it is assumed that the silicon cover hole of proximal part was caused by somewhat damaged by forceps, etc during removal process, and the cover hole of stent body was caused by expansion process by force after return to us. This complaint couldn't know the exact cause, but it is assumed that it was malfunction for device due to pressure of patient's lesion and there is occurrence during the procedure. There will be continued to monitor the same or similar customer complaints.

Event description:
It was reported that the stent (est1808f) remained withered after the deployment, therefore, it was removed by forceps out of the patient body. Its delivery system was inserted along with gw. The removed stent still remained withered out of the patient body, and its silicone cover had holes in places. Another stent (est1810f, (B)(4)) was used, however, the stent could not be expanded when a half of the stent was deployed. Therefore, the stent was placed back into the delivery system and removed out of the patient. It was deployed out of the patient and the stent remained withered as well as est1808f, and it was expanded when touching by fingers. Another stent (ec1808bh) was used in otw to finish the procedure.